Manufacturer narrative:
Citation: vendramin et al. Use of sutureless and rapid deployment prostheses in challenging reoperations. J cardiovasc dev dis. 2021 jun 25;8(7):74. Doi: 10.3390/jcdd8070074. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding use of sutureless and rapid deployment prostheses in challenging reoperations. All data were collected from multiple centers. The study population included 17 patients (predominantly male, median age (B)(6) years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 11 were implanted with a medtronic freestyle bioprosthetic porcine aortic root (unique device identifier numbers not provided). Among all patients, adverse events included: reoperation to replace a degenerated porcine aortic root with a non-medtronic sutureless bioprosthesis. During a follow-up period ranging from 3 months to 4 years, all patients were reported to be alive and noted with normally functioning prostheses. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.